Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where the patient experienced an atrial arrhythmia though labeled as a ventricular arrhythmia which were treated with four (4) inappropriate anti-tachycardia pacing (atp) and one (1) shock. Technical services (ts) indicated that the rhythm appears atrial or sinus driven with possible rapid ventricular response due to the atrial arrhythmia. The therapy did not convert the rhythm since it was atrial driven. This ICD remains in service and no additional adverse patient effects were reported.